Manufacturer narrative:
(B)(4).

Event description:
The reported event of unexpected receiver shutdown was confirmed.

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver shut down unexpectedly...the complaint confirmation of the unexpected receiver shutdown could not be determined. The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver was able to be charged and rebooted. Functional testing was performed and it passed. The receiver log was downloaded, receiver shutdown was observed. A discharge test was conducted and it failed, but passed when battery was replaced with a known good battery. The receiver case was opened, the internal inspection passed. The reported event of unexpected receiver shutdown was not confirmed. The root cause was determined to be a defective battery.